Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead had also exhibited high undefined pacing impedance.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2013; 5076-58 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. The lead was capped but not replaced. No patient complications have been reported as a result of this event.